Event description:
A customer's family member reported via phone call indicating that the customer was hospitalized because there was not enough oxygen going into the brain. The caller stated that the customer is in a coma and are unavailable to speak at the moment. The call did not trouble shoot the issue with the insulin pump and hung up the line. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.